Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurement of 127 ohms as well as noise in the right ventricular (rv) lead channel. Technical services (ts) was consulted and further in office evaluation was recommended. This system remains in service. No adverse patient effects were reported.